Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported 'fails flow rate test values over limit 21.4 ml' which was reproduced through troubleshooting of the device. The cause was determined to be an out of adjustment pressure plate. The pressure plate travel was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed flow rate test values of saline over limit at 21.4 ml. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.